Manufacturer narrative:
Corrected data: h6: health effect- clinical code: "4581- patient dissatisfaction" should be added. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1, -9.5 diopter, implantable collamer lens, into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023 the lens was explanted due to glare/halos, headache, and patient dissatisfaction. Problem resolved.

Manufacturer narrative:
H6 - work order search: one similar complaint type events were reported for units within the same lot. Claim# (B)(4).